Event description:
The anvil remained stuck across the anastomosis; the instrument was removed ok; it was necessary to carry out a coloscopy to remove the anvil; the anastomosis was leaking and was sutured with thread. Surgery was extended by 30 minutes.